Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, "improper shutdown issue" was unable to be reproduced. However, system error 345 was produced while running a loaded set. A review of the event history log revealed multiple occurrences of system error 345 - thermistor disparity. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported improper shutdown was not verified. The cause of the system error 345 was determined to be an out of specification downstream thermistor. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown. This occurred during programming/ setup in the pediatrics department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.